Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that before surgery, the cassette was not able to pass the priming process after two attempts and a system message displayed. Bss (balanced salt solution) was noted to be leaking from the small filter located near the cassette along the irrigation tubing. There was no patient involved.